Event description:
The customer reports that the left monitor went dark during a procedure; however, it never happened again. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the left monitor. They also found that a loud noise was coming from the x-ray tube. He informed the customer that they may have to replace the tube if the noise persists.